Event description:
It was reported, that the pump touch screen was cracked and unresponsive. The customer's blood glucose level was 137 mg/dl. The customer reverted to an alternate method of insulin therapy.